Event description:
The customer reported that while the vasoseal es locator was being withdrawn from the arteriotomy, the j-segment broke off in the subcutaneous tissue. No action was taken to remove the j-segment from the site. No further complications were reported.